Event description:
Initial calcium result of 10.0mg/dl was rerun and recovered 8.1mg/dl. Incorrect result was used to provide pt treatment. Field svc rep cleaned the internal water reservoir and float switch. Qc materials were run and recovered within range.